Event description:
The end of the camber tube came out. Axel to the wheelchair wheel fits into the end of the camber tube. The end popped off which also means the wheel came off. Three (3) times I ended up on the floor because the camber tube end came off. The end is not secured in my threads, or screws. It is merely glued in. After a few years of constant use, the glue broke allowing the wheel to fall off. Very dangerous. I bought a new camber tube and it has a little screw that appears to hold the end secured. FDA safety report ID # (B)(4).